Event description:
Our extrication device was used to immobilize a pt. One of the wooden support slats broke (either before application or during, it is unk). As there are several support slats, it did not result in an adverse incident.

Manufacturer narrative:
This is the first time this product has had a reported malfunction. Emergency products & research has produced thousands of these products. It is an industry standard. After talking with the reporter, he stated that in 20 years, this is the first time he has encountered a problem with this device. It is an isolated incident. The reporter sent the device back to the distributor. After repeated requests, we have yet to have it returned to us for evaluation.